Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that alert/notification settings issue occurred. Approximately three weeks ago, the patient stated they had a seizure due to having low blood sugar and was not alerted by the dexcom device. His daughter found him while he was having a seizure and called an ambulance. The paramedics checked a finger stick, but the bg value was not reported. The patient was transported to the hospital and had recovered after unspecified treatment was provided. It was reported that the patient returned to the emergency department five days after the event for evaluation of back pain from the seizure. He underwent x-ray and was diagnosed with vertebral fracture. He was treated with oxycodone and not admitted. At the time of the report, he was home resting. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.